Event description:
Procedure: nephrectomy. Reportedly, the instrument closed down on tissue, but would not open. The staples never deployed when it closed down on tissue. They had to open the pt and there was some blood loss for which the pt needed a transfusion. The surgeon then pried the instrument off of the tissue and used sutures to complete the case.